Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and the lip of the pump had broken off. Customer's blood glucose value was 420 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to complete broken reservoir tube lip. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked case at display window corners, missing o-ring reservoir tube, cracked case at reservoir tube window corners, stained address number label and missing end cap sticker.